Event description:
The customer reported that a patient with diabetes arrived at dialysis complaining of fatigue. The patient complained of a little back pain during the treatment. At the end of treatment, the patient had cramps and the nurse placed the machine in minimum ultrafiltration. Following treatment, at 02:00 p.m. That day, the patient felt not well. At 08:30 p.m., the patient returned to the hospital via ambulance with complaints of dyspnea and nausea. The patient experienced a cardiac arrest at 08:35 p.m. And was given atropine and was intubated. At that time, it was impossible to take a blood sample, completely, hemolyzed from a "peripherical" vein and even difficult from the fistula "punction." The patient was transferred to intensive care unit (ICU), where she received four blood transfusions. She was dialyzed from 02:00 a.m. Till 06:00 a.m. For hyperkalemia, but expired within 24 hours.

Manufacturer narrative:
The machine was used two times after the reported incident and then was checked by a hospal technician. According to the clinical complaint investigation report, hemolysis could not be determined without further laboratory support of the diagnosis. It could not be determined if a gambro product caused or contributed to this event.